Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer believes multiple boluses were not entirely delivered. No reported adverse impact the customer's blood glucose. Tandem technical support reviewed pump history and did not find any bolus delivery issues. The customer maintained the belief the pump was still not delivering the customer's boluses. Reportedly, the customer reverted to manual injections for alternate insulin therapy.